Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
Dealer states on sn (B)(4) that the left side frame is broke at the weld where the back cane attaches to to the lower horizontal tubing. (B)(4).